Event description:
A 74 year old female with acute myocardial infarction complicated by cardiogenic shock presented with hemodynamic instability requiring emergent coronary intervention and mechanical circulatory support. Prior to impella support, the patient was receiving inotropes, vasopressors, and ventilatory support. The patient underwent percutaneous coronary intervention to the left anterior descending coronary artery and diagonal branches. An impella cp was inserted via the right femoral artery using a percutaneous approach. Post procedure, the patient remained critically ill in the intensive care unit on ongoing hemodynamic support. During the hospital course, the patient experienced a cardiac arrest requiring cardiopulmonary resuscitation. Despite continued impella support, vasoactive medications, and advanced medical therapy, the patient¿s clinical condition failed to improve. Given the severity of illness, recurrent instability, and poor prognosis, the treating physician discussed goals of care with the family. The family elected to withdraw life sustaining therapy and the patient expired. The reported outcomes included hemodynamic collapse with cardiac arrest requiring cardiopulmonary resuscitation, administration of resuscitative medication (epinephrine), and death following withdrawal of care, occurring in the setting of severe ami related cardiogenic shock. No impella cp malfunction, structural failure, or performance issue was identified, and device placement and function were documented as appropriate throughout support. Death, cardiac arrest, and medication use as part of resuscitative efforts are conservatively associated with impella cp use for vigilance reporting due to temporal association. However, based on available clinical information, these outcomes are unlikely to be device related and are most consistent with the progression of the patient¿s critical underlying condition. The impella cp functioned as intended to provide temporary hemodynamic support during refractory cardiogenic shock, with no evidence of device related contribution to the patient¿s deterioration.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
Corrected information was provided in d1 (brand name). Upon review, it was identified that the section d brand name has now been updated. Corrected information was provided in d4 (serial, catalog number). Upon review, the section d catalog and serial number have now been updated. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The root cause of the injury was not determined due to insufficient clinical details.